Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
It was reported that the customer was hospitalized with high blood glucose over 600mg/dl. The customer stated that the reservoir was removed in the hospital and she needs extra supplies. No further information was provided.